Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that a 3cm piece of the shaft sheared off the end of the screwdriver during use. It was reported that the broken piece was retrieved from the surgical site and retained for review. It was reported that a second screwdriver was used to complete the case.